Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and observed the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not power on automatically when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device and this device was archived by stryker. Stryker further evaluated the device and verified the reported issue. The cause of the reported issue could not be determined

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device would not power on automatically when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.